Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Company representative reported via email right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Company representative reported via email right side capsular contracture baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
A visual device analysis of the returned device identified: crease flat and weight to spec. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Company representative reported on behalf of physician a right side capsular contracture, baker grade iii. Device has been explanted.